Event description:
Customer reported that the device had a service indication and a fault code logged in the memory. Physio-control device evaluation verified the service indication/fault code and observed that it displayed "connect electrodes" message and would not recognize a load. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported issue. The test-mock up device with the assembly operated normally and there were no error codes generated.